Manufacturer narrative:
The reported event was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. No failures were found within the supplier investigations. This investigation does not require a DHR review due to a closure letter not required for this complaint and this failure was confirmed. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that sterile water was injected through the inflation valve but did not enter due to leakage, so the syringe was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterile water was injected through the inflation valve but did not enter due to leakage, so the syringe was replaced.